Event description:
It was reported that the pt's implantable neurostimulator was turning itself off when stimulation was on. The pt noted that stimulation turned off when they pushed on the implantable neurostimulator. Additionally, interrogation revealed that program h was used 0% when it was scheduled to be on. It was recommended that the time and date be checked and reset. The pt's status was considered good.

Manufacturer narrative:
(B) (4)